Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The cause of the event was determined to be a manufacturing issue. Updates were made to the machinery to address this issue. No other observations were noted on the unit. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that an infusor leaked into the housing during infusion. The concomitant medical products are currently unknown. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One sample was received with fluid inside the housing. Visual inspection and functional leak test of the sample revealed the leak was coming from the welded area of the volume indicator port. Should additional relevant information become available, a follow-up medwatch will be submitted.